Event description:
A talent stent graft system was implanted in a young female patient for the endovascular treatment of a traumatic transected and small pseudoaneurysm of the thoracic aorta from a motor vehicle accident. The iliac arteries were small measuring 7.3-7.5 mm in diameter and they were not diseased. The thoracic aorta had some curvature but generally unremarkable. One talent thoracic stent graft was inserted for treatment of the traumatic transection. The device was inserted until it almost reached the aortic arch; however, the iliac arteries and the femoral arteries started to spasm and the device could not be advanced further. The device was removed from the patient and mineral oil/paraffin was applied to the device, after which the device was able to be delivered to the intended location. The stent graft deployment was initiated and the graft cover was retracted. The bare spring and 3 covered stent rings were exposed; however, the stent graft was not flowering, and it appeared that the bare spring was being constricted, such that the third and fourth rings were more open than the bare spring. The device was pulled back across the subclavian artery, and the quick disconnect button was unlocked, but without any flowering. The quick disconnect button was re-connected, followed by engaging the trigger which was able to fully deploy the stent graft without further issues. The pseudoaneurysm/injury was excluded without any endoleaks. The graft position was acceptable, but it was approximately 5 mm distal than intended. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: treatment of a traumatic transection; traumatic transected aorta, pseudoaneurysm, small, tight vessels, spasm of the iliac and femoral arteries. Evaluation conclusion: inaccurate stent graft delivery, treatment of a traumatic transection; traumatic transected aorta, pseudoaneurysm, small, tight vessels, spasm of the iliac and femoral arteries. Evaluation summary: the delivery system was returned and its evaluation has been completed. The stent graft was not returned as it was deployed in the case. The slider was retracted 6mm. The taper tip was fully recaptured. There was a kink on the sheath at 544 mm from the edge of the graft cover. The quick disconnect was disengaged. The sheath od at the marker band measured .292" (22f) with a snap gauge. During evaluation, the deployment and tip recapture mechanism performed fine. The cause of the complaint could not be conclusively determined; however, the patient thinks tight vessels may have been a contributing factor.